Event description:
It was reported that after use with bd eclipse¿ needle the safety snapped off when trying to engage. The following information was provided by the initial reporter: after giving an injection, I went to flip up the safety with my thumb and it snapped off.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that after use with bd eclipse¿ needle the safety snapped off when trying to engage. The following information was provided by the initial reporter: after giving an injection, I went to flip up the safety with my thumb and it snapped off.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.